Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Image on the handpiece shows part of the lens is missing and has a hairline crack. The cause is undetermined but it shows signs of possible being damaged by an external instrument.

Event description:
It was reported during an ankle arthroscopic procedure, the ar-3210-0040 broke within 2 minutes into the procedure as the lens cracked. The case was completed by using a new scope without further issues.